Manufacturer narrative:
An investigation of the meter was performed, and while the power doesn't work, the only sign of possible burning is a few of the battery connectors that are discolored. There is nothing to show that there was a fire and it does not have a burning smell. No conclusions could be made from the investigation, but we will continue to monitor for this type of complaint.

Event description:
On (B) (6) 2009, customer stated that meter began to have burning smell and screen is blank.